Manufacturer narrative:
Age at time of event: over 18 years event date: approximately (B)(6) 2016. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that there was a loss of aspiration. The target lesion was located in the superficial femoral artery (sfa). An angiojet solent omni catheter was selected for a mechanical thrombectomy procedure. During the procedure they had power pulsed, used thrombectomy mode for a while, and used the side port to take some pictures. Towards the end of the case when the device was in thrombectomy mode, the catheter had stopped. There was a loss of aspiration. They started getting an error message on the console that said "spike bag check line console." This message came up repeatedly when restarting the system and hitting the alarm was attempted. They could not get the console to restart and the procedure was completed with a lytic catheter to clean up the rest of the clot. There were no patient complications and the patient status was noted to be fine.